Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole during a system upgrade procedure due to dislodgement of the right ventricular (rv) lead. The lead was found pulled back through the tricuspid valve and was dangling in the right atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.